Event description:
Info rec'd indicates the right intermediate siderail will not stay latched.

Manufacturer narrative:
The technician found the siderail latch was sticking. He cleaned the siderail latch assembly to repair the bed.